Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was driving and felt unwell so she pulled the vehicle over. No other symptoms were specified. A coworker took her to the emergency room (ER). The cgm value was 71 mg/dl and the low alarm was set at 60 mg/dl. The bg finger stick value was 49 mg/dl. She was treated with unspecified IV medication and received other medication to calm her. After her condition stabilized, she was discharged later the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.